Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on (B)(6) 2016 for investigation. The investigation is as follows: visual inspection results: during visual inspection there were no enclosure damages observed. Archive data results: during the archive data review multiple user advisory (ua) 41 (patient temperature sensor failure) error messages were observed on (B)(6) 2016, thus confirming the reported complaint. There were no other critical problems found in the archive file. Functional testing results: during functional testing the autopulse platform displayed user advisory 41 upon power up, confirming the reported complaint. Based on the investigation it was determined that the temperature sensor was damaged and needed to be replaced. The temperature sensor was replaced which remedied the ua 41. The autopulse 1.5 is a reusable device and was manufactured 05/06/2013. The physical damage found is a characteristic of normal wear and tear of the device. In summary: the reported complaint of the autopulse platform displaying ua 41 was confirmed during archive review and functional testing. The temperature sensor was replaced to remedy the issue. After the temperature sensor was replaced, the platform was run for 30 minutes with no issues. There was no damage found during visual inspection. The board passed final functional testing.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a user advisory 41 (patient temperature sensor failure) error message. The customer tried to reset the drive shaft to home position as well as installing a replacement battery and new lifeband, without any success. No patient involved with this event. No additional information provided.